Manufacturer narrative:
9/23/96 1306 message and 800# left for md call back. 1325 dr. Called back and stated the first firing was ok, the second firing "felt a little rough," and the third firing would not fire at all. A new instrument was opened to complete the case. A1,2,3,4,b3,6,7,d10-info not provided by user facility. H4,d5,6-info not available. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a bent knife. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a laparoscopic cholecystectomy performed during 9/96. It was reported the device was fired on the adnexa and broad ligament. On the first and second firings, the device stapled halfway. A second device was introduced and used to complete the case. There was no pt consequence.